Event description:
It was reported that during a surgical procedure at the user facility foreign material was found in the sterile packaging of the product. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not available for evaluation; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned for analysis.